Manufacturer narrative:
Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 03-feb-1999, UDI#: (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 15 mg/ml of bupivacaine at 3.972 mg/day via an implantable pump for [indication for use]. On (B)(6) 2020, it was reported that, during a normal end of life pump replacement, the sutureless pump connector on the catheter broke apart while it was being disconnected from the old pump. Environmental/external/patient factors that might have led or contributed to the issue could not be determined. A portion of the pump segment of the catheter was replaced. The hospital was reportedly in possession of the explanted product and were notified that the devices should be returned. The issue was considered resolved at the time of the report. The patient's status at the time of the event was listed as "alive-no injury".